Manufacturer narrative:
Final analysis found that the pulse generator was in backup mode. After product code download, normal function resumed.

Event description:
It was reported that the pulse generator exhibited backup operation a day post implant. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.